Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon examination, it was found that the right ventricular (rv) lead exhibited many episodes of noise while the patient was sitting in the clinic. There were also episodes of noise oversensing resulting in inappropriate defibrillation therapy observed. The defibrillation function was disabled and programmed to aai pacing as the rv lead was no longer functioning. The patient was referred to the physician to schedule a lead revision procedure.